Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the operating room for device upgrade. During procedure physician was unable to implant lv lead due to tissue damage. Lead was explanted. Patient was stable post procedure. Physician gave the option to reschedule a new lead implant however patient was undecided. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.